Event description:
It was reported that the patients leads had high impendences and it was also noted that one of the patients leads migrated. The patient underwent revision procedure wherein the leads were repositioned and still implanted in patients body. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70 . Serial: (B)(4). Batch: 7072937.